Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit exhibited that when powers on, it lights up and then just stays in cavity mode. The issue occurred during preparation for use and before the patient was in the room. There was no report of patient involvement.

Manufacturer narrative:
Updated: b5, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customer¿s complaint allegation was not confirmed. Based on the results of the investigation, the root cause of the reported malfunction could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.